Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and did not identify any system malfunction. The fse replaced the syringes and sample probe as a precautionary measure. The initial hemolyzed samples were also tested on a second au680 instrument and similar high glu results were obtained indicating a potential sample related issue. The customer has not reported reoccurrence of the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated one (1) erroneously high gluc (glucose) patient result was generated on their au680 chemistry analyzer. The high gluc result was reported outside of the laboratory and a type 2 diabetes patient was administered 8 units of insulin and 1l of 0.9% nacl. (Saline solution) intravenously while being treated in the ER (emergency room) for abdominal pain. The ER doctor questioned the high gluc result and the patient was redrawn in the ER. A lower gluc result considered correct was obtained from the redrawn sample. No further information regarding the patient was provided.